Event description:
Caller alleged discrepant inratio results. Results as follows. See scanned table. Time between tests on (B)(6) 2014: 2nd inratio test was conducted an hour after the 1st inratio test. Therapeutic range: 2.0-3.0.

Manufacturer narrative:
Second lot number: 319200. Investigation: it is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Root cause could not be determined from the information provided by the customer. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results did not meet accuracy criteria for lot number 341995. The product did not perform as expected. The manufacturing records for lot number 319200 were reviewed. The non-conformance associated with this lot was not relevant to the initial complaint and does not affect product performance. The manufacturing records for lot number 341995 were reviewed. The lot met specifications and no non-conformances were documented. Further investigation will be pursued.